Event description:
The following article was received based on a literature review: article: safety and efficacy of resident-performed gonioscopy-assisted transluminal trabeculotomy (gatt). A retrospective study was done to report outcomes of gonioscopy-assisted transluminal trabeculotomy (gatt) performed by postgrad year 3 (pgy-3) and postgrad year 4 (pgy-4) residents. A total of 50 eyes from 40 patients with various types of glaucoma underwent either gatt-alone (n=9 eyes) or gatt + cataract extraction with intraocular lens placement (ceiol) (n=41 eyes). Overall, 19 gatts were performed by pgy-3s, and 31 gatts were performed by pgy-4s. During the procedure, the healon 5 pro (johnson & johnson vision) was used to fill the anterior chamber. Post-operative complication includes intraocular pressure (iop) spikes of >30 mmhg (n=3 in the gatt-alone group and n=1 in the gatt + ceiol group) secondary to retained viscoelastic which improved with burping the paracentesis.

Manufacturer narrative:
Section a2: age/date of birth: mean age was 68.1 years old. Section a3: sex/gender: 18 (44) females. Section a5: race/ethnicity: 28 (69) african american, 2 (5) caucasian, 1 (2) hispanic, 1 (2) asian. Section b3: date of event: dec 14, 2022 (date article was accepted). Section d4: catalog number: a complete catalog number is unknown, as the lot number was not provided. Section d4: lot number: unknown/asked but unavailable. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: unique identifier (UDI) number: unknown, as the lot number was not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section h3 - other (81): the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Patterson, I. Md., avdagic, e. Md., qiu, m. Md. (2023). Safety and efficacy of resident-performed gonioscopy-assisted transluminal trabeculotomy. Journal of glaucoma 32(4), pp. 313-319. Doi: 10.1097/ijg.0000000000002171. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.